Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #1016427-2013-00121, 9616099-2013-00595, and 9616099-2013-00596.

Manufacturer narrative:
As reported by the sapphire registry, after a 10x30 precise stent was placed and post dilated the physician noticed a possible defect (dissection) at the end of the stent requiring placement of a second precise stent overlapping the first stent. The patient is a (B)(6) year old male. The target lesion was the left internal carotid artery. An angioguard embolic protection device was advanced and deployed successfully in the straight portion of the internal carotid artery at the level of the base of the skull. The physician then proceeded with placement of a precise 10x30 stent. The stent was post-dilated with an aviator plus (424-6030w / lot 16896904) balloon with no bradycardia. The angioguard was removed. The physician noticed a small defect described as a possible focal dissection just distal to stent. Therefore a second angioguard was deployed and a precise 8x30 stent was placed with overlap. The stenting procedure was successful as there was no evidence of flow limiting lesion around the stent. The distal internal carotid artery had some evidence of spasm after the angioguard was removed and completion of a cerebral angiogram and internal carotid artery angiogram was performed. The procedure was successfully completed and the patient was taken to recovery in stable condition. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. DHR review confirmed that the product met specifications. No corrective actions will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #1016427-2013-00121, 9616099-2013-00595, and 9616099-2013-00596.

Event description:
As reported by the (B)(4) registry, after a 10x30 precise stent was placed and post dilated the physician noticed a possible defect (dissection) at the end of the stent requiring placement of a second precise stent overlapping the first stent. The patient is a (B)(6) male. The target lesion was the left internal carotid artery. The vessel was described as mildly calcified with an 80% stenosis. An angioguard embolic protection device was advanced and deployed successfully in the straight portion of the internal carotid artery at the level of the base of the skull. The physician then proceeded with placement of a precise 10x30 stent. The stent was post-dilated with an aviator plus (424-6030w / lot 16896904) balloon with no bradycardia. The angioguard was removed. The physician noticed a small defect described as a possible focal dissection just distal to stent. Therefore a second angioguard was deployed and a precise 8x30 stent was placed with overlap. The stenting procedure was successful as there was no evidence of flow limiting lesion around the stent. The distal internal carotid artery had some evidence of spasm after the angioguard was removed and completion of a cerebral angiogram and internal carotid artery angiogram was performed. The procedure was successfully completed and the patient was taken to recovery in stable condition. Approximately six days post index procedure the patient experienced a cardiac death. The cause of death, from the discharge summary, states: cardiac arrest with hypoxic encephalopathy; coronary artery disease.